Event description:
Physician reported right side capsular contracture is a baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture is a baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported event of visibility/palpability, seroma, rupture and capsular contracture was received on jun 05, 2025, with lot number 3367185. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side capsular contracture is a baker grade iii. Physician later reported rupture. Physician reported via op report"the capsule was scored and some serious fluid was removed from the pocket along with a right rupture cohesive gel implant, breast become firmer" device explanted.

Event description:
Healthcare professional reported right side firmer, superior medial upper fullness, rupture, "serious fluid," and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; d4; d6b; d9; h3; h4; h6. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.